Manufacturer narrative:
Additional information: d4: lot #, d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. A functional flow accuracy test was performed, and the device was found to be within the product specification range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an issue where propofol backed up into the fentanyl tubing during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.